Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture, loss of sensing and pacing impedance anomaly. The patient was asymptomatic. During pocket revision it was noted that the right chamber was no longer electrically active; there was no lead issue. The atrial lead was plugged back to the device and remained implanted. The procedure went well and the patient was fine post procedure.